Manufacturer narrative:
The elevated advia centaur xp tni-ultra result is specific to the patient. Alternate method 2 also shows an elevated troponin result as well. Elevated result was caused by a non-specific interfering substance in the sample. Other methodologies may not show this interference due to the test system using different antibodies and targeting of different epitopes on the molecule. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. Qc is in range which shows the assay is working as specified. The summary and explanation of the test section of the instruction for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer observed an elevated advia centaur xpt troponin ultra (tni-ultra) result that did not match the clinical picture. Upon repeat testing, the result remained elevated. The result was reported to the physician and the patient was admitted to the hospital. An ECG was performed and the patient was sent home the following morning. There are no reports of adverse health consequences due to the elevated advia centaur xpt tni-ultra result.